Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) stated that they found out that their neuropathy nerve damage pain was not responding to the spinal cord stimulator. Pt stated they had not used the device for a few years and they believed that the device was wedging its way up towards the skin and causing them a little discomfort. Pt noticed this about a year ago. Pt mentioned that the implant was never effective for the type of nerves that were affected because of chemotherapy and radiation. Pt inquired about having the implant removed. Agent sent a physician listing. Pt would follow up with a managing healthcare provider hcp. Issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.